Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-09192.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2019-09192. It was reported the patient was to be implanted with a permanent system on (B)(6) 2019. During the procedure, the physician noticed fluid dripping out of the needle, which was determined to be a cerebrospinal fluid (csf) leak. Since the physician had trouble accessing the epidural space, it was then decided to abandon the procedure. The patient experienced a minor headache, which was resolved the following afternoon without any further intervention.